Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all tests and was functional. The reported condition was not duplicated or confirmed. However, it was observed that some of the contacts appeared to be discolored. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported that during a podiatry surgical procedure, it was observed that the cable device, hand switch device and the electric pen drive device stopped working when used together. There were no delays to the planned surgical procedure as identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.